Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent auto-off alarms occurred. The user's blood glucose (bg) level was elevated; however, the exact value was not provided. The user would address bg level with a bolus. Reportedly, the user changed the auto-off time setting duration per healthcare provider recommendation.